Manufacturer narrative:
Engineering evaluation summary: a DHR was not performed, as no information regarding a device failure mode was provided. An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and there is no evidence of a product failure with regard to design, reliability, or use error. IFU review unable to be performed, as no details regarding a failure mode of the device were provided. A CAPA/scar/pra is not required as there are no confirmed product or labeling non-conformances, and no other triggers are met. Based on the information available, a definitive root cause cannot be conclusively determined. H11: corrective data: section h(6): component code was inadvertently reported as "cusp/leaflet" under initial medwatch # (B)(6). Based on the information obtained, section h(6) component code has been updated accordingly and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.

Event description:
Through implant patient registry it was learned that a 25mm 3300tfx valve was explanted after an implant duration of 9 years, 8 months due to unknown reasons. The explanted valve was replaced with a 25mm 11500a valve.

Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.